Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 595 mg/dl. Customer also stated that the blood glucose at the time of training was high, meter reading was more than 600 mg/dl. The customer also reported that health care professional decided to send patient to emergency room due to blood glucose not coming down after office injections and monitoring. The customer was treated with injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).